Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 450mg/dl, which her mother treated with a manual injection. Troubleshooting was performed to ensure her insulin pump was working properly. No equipment was returned. No additional information was reported.